Event description:
Patient on iabp ambulated two hundred feet. Patient left room with full battery and reached nursing station. Approximately ten minutes later received "low battery" alarm. Immediately plugged in iabp. Unplugged iabp five minutes and observed full battery. Ambulated patient back to room and received "low battery" alarm upon return. Patient moved to new iabp.